Event description:
Alcon is manufacturing contact lenses that are leaving users with severe eye irritation and vision impairment. The specific brands are alcon air optix aqua and alcon air optix for astigmatism. After calling my supplier, (B)(4), for a refund, they referred me to the manufacturer directly saying it was a known problem and alcon was trying to resolve it. These contact lenses ought to be recalled and sales halted until the manufacturing flaw/health hazard is resolved. See here for additional feedback: (B)(4).